Event description:
It was reported that during daily check, the system 98 intra-aortic balloon pump (iabp) screen is blank after it powers on. There was no patient involvement.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a issue of unit screen is blank after it powers on. A getinge field service engineer evaluated the unit and confirmed issue. Cost of repair exceeds value of device. Customer declined repair and unit is taken out of service. There was no patient involvement. H3 other text : customer cancelled service call.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the system 98 intra-aortic balloon pump (iabp) screen is blank after it powers on.